Event description:
Physician attempted to deploy an endeavor sprint 2.5x14mm stent. Target lesion was in the proximal diagonal. Lesion was successfully predilated using a sprinter legend 2.5x12mm balloon. Endeavor stent was unable to cross the calcified lesion, resistance was noted, excessive force was used and it is reported that the stent "got snared". The device was removed on the sds. Device had been inspected before use with no issues noted. No patient complications reported. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ calcification. Failure to follow instructions ¿ (excessive force used when resistance was encountered). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcification. Inherent risk of procedure ¿ (stent deformation). Failure to follow instructions ¿ (excessive force used when resistance was encountered). (B)(4).